Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had been having no delivery issues for the last couple of weeks. The customer had changed the set twice in one day. The customer's blood glucose level was high because they forgot to bolus when they ate lunch. The customer's blood glucose level was 16 mmol/l. The customer then tried to bolus but kept receiving a no delivery. It was also reported that when they removed the cannulas they were mostly straight but the last cannula had an air bubble at the end. The customer changed the sets but kept the same reservoir to avoid scar tissues. The product will not return for analysis.